Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor speeds were low/unstable, the control bar was not in the correct position, and the device was out of calibration at the 0 position. The motor was replaced, the control bar was repositioned, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1: telephone: (B)(6). G2: foreign: united kingdom.

Event description:
It was reported that during maintenance the device had a control bar issue; calibration issue, and a corroded motor that needed to be replaced. During device evaluation, it was discovered that the motor speeds were low/unstable. There was no patient involvement. Due diligence is complete, no further information is available.